Manufacturer narrative:
An event regarding abnormal ion levels involving a metal head was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: no medical records were received for review with a clinical consultant. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, pre and post operative x-rays, operative reports, histopathology reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends. Device not available.

Event description:
Dr. Removed a+0 36 mm metal head and a neutral liner and replaced with a mdm liner and universal biolox head. Note: medical records were unavailable, except for the surgeons notes which stated a 52 mm psl cup and a size 5 accolade 11 127 stem this was a right side hip. Update 03/december/2018: as reported in how was issue noticed: patient presented with pain. Dr. Stated ¿ patient had elevated ions due to trunnionosis¿.